Event description:
Patient with on-x mitral valve replacement (mvr) presented with valve thrombosis. Patient is (B)(6), is known to be non-compliant with anticoagulation therapy. No info on other symptoms. Re-operation performed, re-do mvr. Intraoperatively, surgeon states valve is covered in clot. Patient recovered from the surgery. Valve thrombosis is by definition in the (B)(4) guidelines a valve-related event and is therefore reportable. Valve thrombosis is an expected adverse event, as defined in the objective performance criteria in FDA heart valve guidance, and (B)(4), and this occurrence is well-within expected rate. Correction of the event required re-operation, classified as a "serious injury". Therefore, it is reportable as an MDR.

Manufacturer narrative:
Device was evaluated by an independent surgeon who confirmed that the material on the valve blocking the leaflet function was thrombus. Photos were provided. In addition, full operative notes were provided stating the surgeon's analysis of the condition. It was decided that this eval was sufficient and the valve did not need to be returned.